Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #(B)(4). The full lead was received in segments, analyzed and no anomalies were found. It was noted that the visual summary analysis of the lead indicated apparent explant damage. A proximal portion was received measuring 6.2 cm. A medial portion was received measuring 6.2 cm. A distal portion was received measuring 6.2 cm. The presence of a lead removal wire and severe explant damage prevent electrical continuity testing. Using destructive analysis to perform electrical testing and no discontinuity was observed. Tests result were passed, electrically and visually. Concomitant medical products: 5076-52 implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance due to a possible fracture. The lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.